Manufacturer narrative:
(B)(4). The device involved in this complaint has not been received by the manufacturer at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges "the pressure does not remain in the balloon. There is a leak." Usage of the device at the time of the alleged defect reported is unknown. There was no report of patient involvement. There was no report of patient harm or consequence. There was no report of required medical intervention.

Manufacturer narrative:
Qn#(B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The sample was not returned for evaluation; therefore, a sample was taken from current production at the manufacturing facility. A visual exam was performed and no defects were observed. The cuff was inflated to 25mbar using a calibrated endotest. The cuff was able to maintain pressure. The representative sample was then immersed into the water. No bubbles were observed flowing out from the cuff of the production device during the test. As the actual sample was not returned for evaluation, the complaint could not be confirmed. There were no issues found with the representative sample taken from production.

Event description:
Customer complaint alleges "the pressure does not remain in the balloon. There is a leak." Usage of the device at the time of the alleged defect reported is unknown. There was no report of patient involvement. There was no report of patient harm or consequence. There was no report of required medical intervention.